Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in the common bile duct during a cytology procedure. According to the complainant, during the preparation, the physician conducted a functional test of the brush. Reportedly, the wire inside the sheath was very stiff and was difficult to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: pull wire detached from the handle cannula.

Manufacturer narrative:
(B)(4) pull wire separated from the handle cannula. Visual evaluation of the returned product found the pull wire separated from the handle cannula. The pull wire was bent 2.6cm from the proximal end. Neither bends nor kinks were noted in the extrusion. Functional evaluation could not be performed due to detachment of the pull wire. The complaint that the brush was difficult to retract was confirmed. The complaint information indicated that the issue was found prior to the use of the device. Most likely, the pull wire was bent and detached from the handle cannula when the customer was testing the device. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.